Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion. The undetected upstream occlusion was identified during testing and is considered confirmed. The reported symptom was reproduced when the device failed to detect an upstream occlusion at a rate of 100 ml/hr within the specified time. Evaluation determined causality to be a failed upstream sensor, which was replaced. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not detect an upstream occlusion when one was present. There was no patient involvement.